Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote support service (rss) not configured properly when station was staged installed. A field service engineer (fse) re-imaged unit and updated settings unit then the unit came back online. Further the fse installed firmware package 1.0.5.10. Then the technical support specialist (tss) confirmed online in remote support service (rss), and an es total firmware package (v1.0.5.10, build 7) was deployed without reboot, and the deployment remained queued. Later the customer reported a failed firmware update, biometric identifier (bio ID) scanner malfunction, and forced password login with a bio-ID needs maintenance message. After confirming the affected device was available for remote access, troubleshooting was initiated by logging in as carefusion admin (cfnadmin). The knowledge article bioid lumidigm update package 1.3 release for es-failure recovery fix was referenced to address bio ID failures following lumidigm updates. The old lumidigm device service was uninstalled from the system, and the updated lumidigm package version 1.3.0.10 was then installed. Then the bio ID sensor driver was updated through device manager, and the lumidvcsvc service was verified to be running. Autologin was reset to carefusion application (cfnapp) using the station configuration utility and the station was rebooted to apply all changes and restore normal functionality. The system functioned as intended after the field service engineer and technical support specialist together troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anob2_sf station froze and was not showing on remote smart service (rss). The customer attempted to reboot the station multiple times; however, the issue persisted, with the system frozen at the same screen each time and not progressed further. However, there were no delays or adverse events or injuries reported based on this event.